Event description:
It was reported that a patient underwent a laparoscopic hysterectomy. During the procedure, the device was not providing enough power to the handpieces. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy. During the procedure, the device was not providing enough power to the handpieces. The procedure was completed with the same device with no adverse patient consequences.